Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the device was interrogated the detection grayed out. The clinician was unable to go to get nominal display and turn them on. The device remains in use. No patient complications have been reported as a result of this event.